Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: imagery was provided for review. The imagery provided showed  partially deflated balloon in a described ¿lollipop¿ shape,  partially deflated balloon unable to be withdrawn into sheath, and fully deflated inflation balloon after turning catheter. The reported events for deflation difficulty and withdrawal difficulty through sheath were confirmed using imagery provided by the complaint site. Available information suggests that patient (tortuosity in the vasculature) factors may have contributed to the reported event. Since the applicable devices were not returned, it cannot be determined if a manufacturing non-conformance contributed to the complaint event. Review of the complaint history revealed that the occurrence rate did not exceed the april 2019 control limit for the trend categories. Since no manufacturing non-conformances, and no labeling, training, or IFU deficiencies were identified, no pra nor preventative or corrective actions were required.

Manufacturer narrative:
The device was not returned for evaluation and no imagery was provided for review. In addition, a lot number was not provided; therefore, a lot history review and device history review could not be performed. A review of complaint history from may 2018 to april 2019 revealed similar complaints with returned devices for the edwards commander delivery system (all sizes and models) that were confirmed; however, no manufacturing non-conformance were identified.  A review of complaint data for april 2019 revealed that the occurrence rate did not exceed the control limit for the trend categories. Instructions for use (IFU) for edwards delivery system, the prepping manual, and training manual were reviewed for instructions involving esheath and commander preparation and procedure. No IFU/training deficiencies were identified. During manufacturing, the delivery system is both visually inspected and tested several times throughout the process. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. Since no photos or cine were returned for review, the reported events were unable to be confirmed. Due to the unavailability of the relevant devices, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, a manufacturing non-conformance could not be identified. A review of the manufacturing mitigation's in place supports that the sheath and delivery system have proper inspections in place to detect issues related to the reported event. Based on the available information, there is no evidence to confirm a manufacturing non-conformance contributed to the complaint. As reported by the complaint site: ¿after valve deployment, the commander delivery system balloon did not deflate properly and struggled to retrieve. By turning the catheter it was possible to deflate and retrieve the balloon.¿ this suggests that tortuosity in the vasculature may have caused the catheter to bend / kink, making it difficult to retrieve the delivery system due to non-coaxially between the patient¿s vasculature and flex shaft of the delivery system. Additionally, the bends / kinks in the delivery system may obstruct fluid flow in the flex shaft, leading to the reported deflation difficulty after thv deployment. By turning and delivery system, the kinks / bends may have straightened out and allowed the fluid to exit the inflation balloon more easily, leading to the eventual ability to retrieve the delivery system through the sheath shaft. Therefore, available information suggests that patient (tortuous vascular environment) factors may have contributed to the reported event. However, a definite root cause is unable to be determined. Since no manufacturing non-conformance's, and no labeling, training, or IFU deficiencies were identified, no product risk assessment, nor preventative or corrective actions were required.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in the (B)(6), after deployment of a 26 mm sapien 3 valve case in aortic position by transfemoral approach, the commander delivery system balloon did not deflate properly and there were difficulties to retrieve the system. By turning the catheter it was possible to deflate and retrieve the balloon.